Event description:
The site spent 20 minutes trying to open the door. They then decided to push the imaging system to the foot of the bed around the patient to continue with the surgery. At the end of the surgery, the manufacturing representative (rep) was already on site and had managed to prepare the system while they were closing the wound for opening and it opened first time electronically.

Manufacturer narrative:
Additional information in section b5. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the rotor position was found at 255 degrees, which confirmed the rotor was not in door open procedure. It was also found that the system was in collision zone. Once moved out of collision zone, a door open message appeared on the pendant. This confirmed the door was tired to open manually with the rotor in the wrong position. The door winch assembly and door sliders were also damaged. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6), and product ID: bi71000273, serial/lot #: unknown. H2-3) a manufacturer representative (rep) went to the site to test the imaging system. The snapped screws were removed the door slides were upgraded. The door winch was replaced. Codes: b01, c07, d02 h2) please see the additional codes section for new annex g codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not open and was stuck around a patient. No known impact to patient outcome. Surgical delay not provided.

Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.